Event description:
Suspect device results were 3.8, 1.9 and 2.1 inr. Corresponding lab inr results were 2.3, 1.2 and 1.6. All operators at the site were not trained on the device use. An account representative will train and help run precision on the device.